Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during the operation, three set screws that slipped during tightening. The doctor replaced new product to finish the operation. There was no impact on the patient.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed initial portion of thread damaged, followed by vertical thread crest damage on one side of the thread; the location, length, and vertical direction of the damage is consistent with initial misalignment of the set screw to the mas head, followed by thread jumping. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.